Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that suspend before low alert was found. Blood glucose was 156 mg/dl. Troubleshooting was performed. Customer reported suspend did not last longer than 2 hours. The product will not be returned for analysis.